Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Log file analysis review date: 05/14/2016, dated through (B)(6) 2016: normal power consumption. Additional notes: 124 suction alarms have been logged since may (B)(6) 2016. Five low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 3.0 lpm. Three vad disconnect alarms have been logged on (B)(4) at the following times: (B)(6) 2016 at 12:31:52; (B)(6) 2016 at 14:03:08; (B)(6) 2016 at 14:04:56. Five electrical fault alarms have been logged since (B)(6) 2016. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.

Event description:
It was reported by the vad coordinator that the patient experienced "electrical fault" alarms on the 12th post-operative day. Log files were sent and a driveline connector cleaning was performed per fs008 rev 04. The pump was stop for two rounds of cleaning for a total of sixty seconds and the controller was exchanged without issue. A small amount of debris was observed n the driveline connector and the black wire was visibly cloudy. The patient is reported to be in stable in the intensive care unit.

Manufacturer narrative:
Concomitant medical products: (B)(4), catalog # 1104. Method: analysis of data log(s) (B)(4), manufacturing review (B)(4), actual device not evaluated (B)(4); results: contamination by foreign material (B)(4); conclusion: design deficiency (B)(4). The driveline cable (B)(4) was not returned for evaluation. (B)(4) was returned for evaluation. Review of the manufacturing documentation of (B)(4) confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector and controller confirmed the contamination by foreign material of the driveline cable connector and driveline port of the controller. In addition, the black wire of the driveline was visibly cloudy. A driveline connector cleaning procedure was performed to mitigate the conditions reported. The reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed 5 electrical fault alarms of type sys_front_phase_b_open'. This failure is most likely due to foreign material on the front phase b wire which increased the front stator's impedance values leading to the electrical fault alarms. The returned controller passed functional testing. Visual inspection revealed foreign material in the driveline connector port. The information available suggests that the reported electrical fault alarms were caused by foreign material in the driveline cable connector/driveline port. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues. The manufacturer has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.